Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The reported monitor was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The reported monitor was sent back manufacturer for analysis. On 5/4/2017 the suspected monitor was received by manufacturer. An investigation was conducted on the returned monitor and the reported issue could not be replicated. During investigation the monitor was connected to a test system to check the functionality and the monitor was working without any issues. The cables were also analysed for any opens but the cables were found to be in good condition.

Event description:
A medtronic representative reported that during a spinal fusion procedure the surgeon monitor of the navigation system was going blank intermittently. Medtronic representative also reported that the site tried unplugging the monitor and plugging it back in which regained the monitor functionality temporarily. During troubleshooting medtronic representative verified that all the cables are fully seated in their positions and found no visible damage to the cables. The procedure was completed with the use of navigation system. There was a delay of less than 1 hour. No impact on patient outcome.